Event description:
It was reported the patient had surgery on the opposite side of the pump on (B)(6) for a kidney stone. Approximately five days after the surgery the patient had no muscle tone below the neck. The pump was turned down from 169.8 mcg/day to 100 mcg/day, but the patient was still without muscle tone and very drowsy/lethargic. The patient also had pinpoint pupils with no narcotics being given. The patient¿s mother was concerned that the catheter had become detached from the pump or that somehow the baclofen was overwhelming her. It was noted that the pump was sitting very high as compared to normal due to the patient moderate ascites. The reporter questioned if there was a dye study ¿or something¿ that could be done to be sure the catheter is attached to the pump and in the proper spinal space. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8575, lot# j0212475r, implanted: (B)(6) 2004, product type: accessory. Product ID: 8575, lot# j0212475r, implanted: (B)(6) 2004, product type: accessory. Product ID: 8709, lot# l81437, implanted: (B)(6) 2000, product type: catheter. (B)(4).